Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient was really feeling the stimulation last night. It hurt and they tried to make some calls about it. They decreased from 3.6 volts to 3.0 volts and then increased their stimulation the morning of the report to 3.2 volts and were comfortable. The following day, they reported that when they increased their stimulation after changing sides that morning, they did not feel stimulation on the left side like they did on the right side. They then thought they had to void and had pain in their back, but did not void. They decreased stimulation again. The patient was advised to contact their clinician for advice and regarding their concerns. The patient was on the right side and felt their stimulation at 3.2 volts.